Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with undersized acetabular cup. Third image demonstrate superior dislocation. It was mentioned by the hcp reviewing the x-rays that the shell appeared to be undersized and likely led to the dislocation, but this cannot be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00055

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00630505036 lot# 63608250. Cat# 00620005220 lot# 693315330. Cat# 00811400100 lot# 63885445. Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03572.

Event description:
It was reported the patient underwent a left hip revision approximately 3 years post implantation due to dislocation. No additional information.